Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: 1. L5-s1 pedicle screw fixation, 2. L5-s1 posterior lumbar interbody fusion with machined peek spacer, 3. L5-s1 post lumbar interbody fusion with autograft and allograft of rhbmp-2/acs, 4. L5-s1 posterolateral fusion with autograft and allograft, 5. Intraoperative monitoring with emg's 6. Intraoperative use of treon frameless stereotactic system and 7. Intraoperative use of fluoroscopy to treat the pre-op diagnosis of l5-s1 herniated disc with back pain, lumbar radiculopathy and segmental instability. Op-notes: all four screws were place with emg's greater than 24. The sounding probe was used at all levels after the tap had been done to make sure there were no breaches and when placing the screw, while watching on fluoro to make sure that on the lateral as the posterior aspect of the body on the ap as with the medial aspect of the pedicle. After all the screws were placed on the patient's right side, the inferior aspect of the lamina and lateral facet were removed. The implant was brought into the field and while it was being packed with a combination of the patient's own bone, which had been morselized and rhbmp-2/acs more rhbmp-2/acs and autograft was placed more to the anterior aspect of the disc space. Underneath fluoroscopy the correct angle was selected and the implant was impacted following emg's until it was countersunk and crossed the midline. Fluoroscopy confirmed good position. Distraction was released. Fluoroscopy still showed good position. The rods were placed and locked down under compression. Then the remainder of the autograft and rhbmp-2/acs were wrapped together and placed over the new facet and transverse process. Then further allograft for grafton was placed posterolaterally bilaterally. On the patient's right side, where the laminotomy had been done and facetectomy, depo- medrol was placed over the exposed thecal sac. The wound was then closed in multiple layers. Sterile dressings were applied and procedure was terminated. No other information was provided.